Event description:
Reporter alleged the customer obtained a discrepant blood glucose results of 405 mg/dl and 254 mg/dl on inform system 1 compared back to back with a result of 164 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550603, expiration date 07/31/2009). Reference medwatch report is for the suspect device used in system 2.